Manufacturer narrative:
The incident has been reported to manufacturer on 03/01/2010. Results of analysis will be developed in a follow-up report.

Event description:
The valve was implanted on (B) (6), 2010. However, the doctor found the ventricular enlargement on (B) (6). He says it seems occluded. He explanted it and implanted a new one on (B) (6). The doctor would like an investigation report with color photos to know the reason of the event.